Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of a failed transmitter error could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. Data download was provided by the patient and reviewed for evaluation. Data confirmed complaint of transmitter failed error. The root cause could not be determined post investigation. No additional event or patient information is available.